Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the patient implanted with this implantable cardioverter defibrillator (ICD) system experienced a pulsing sensation below their left ribs several weeks after implant of a pulmonary artery heart failure monitor. The patient was seen for system testing at which time the sensation was determined unrelated to their implanted device. Review of device memory confirmed appropriate device function without evidence of interaction between the ICD and implanted monitor. Further analysis of stored episodes prior to implant of the monitor found some instances of competitor right ventricular (rv) lead noise and oversensing resulting in pacing inhibition of an unknown duration. A decrease in left ventricular (lv) lead pace impedances was also observed and determined the likely result of a change to the lv pacing vector; measurements remain within normal limits. The physician elected to continue following the patient routinely as no recent episodes of noise/oversensing were observed. No adverse patient effects were reported.